Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck with key device was frozen/would not move due to its chuck being seized. It was further observed that the did not function and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for checking the drill chuck, checking function of tool coupling, checking the free movement. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/not moving due to chuck being seized identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).